Manufacturer narrative:
Report date: 1feb2019. Date rec'd by MFR: 31jan2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the touchscreen and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 27mar2019. A touchscreen assembly was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator touchscreen could not be used for calibration. No patient involvement. Event date not specified; estimate used.